Manufacturer narrative:
Hologic technical support (ts) reviewed logs and could not substantiate customer's claims. The controls in this wl were valid with expected kinetics, and the positive samples had rlus within the expected range, not lower than 500. Ts found no instrument or assay performance issues. Customer understood. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 278579 on panther fusion instrument sn (B)(4) which had low positive samples. Customer claimed the positive samples (24 positives out of 248 samples) had rlu values below 500. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.